Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative found damaged rinse tubing. He successfully replaced the rinse tubing. The investigation is ongoing.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) medical center. The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 4.5 mmol/l with a data flag. The result was deemed critically high, and the sample was repeated on another module. The repeated result was 2.1 mmol/l. The repeated result was believed to be correct.

Manufacturer narrative:
The field service representative performed decontaminations, checks, and adjustments. He replaced the service kit parts (preventative maintenance) and cleaned and vacuumed the unit. He performed successful checks and tests. The investigation determined that the service actions resolved the issue.